Manufacturer narrative:
Intuvie received a report indicating that pump does not alarm when infusion runs dry. During follow-up, the end user explained "infusion would be completed, and the bag and tubing would run dry. The pump was not alarming for air. It was caught before it would have affected a patient. We ran a couple of test bags of fluid following the initial incident and it happened intermittently". The device was returned and evaluated; however, the reported issue could not be confirmed, and no functional issues were identified. A review of the device's serial number history revealed no similar complaints. As a result, the root cause remains undetermined. CAPA: zm2023-07 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that pump does not alarm when infusion runs dry. During follow-up, the end user explained "infusion would be completed, and the bag and tubing would run dry. The pump was not alarming for air. It was caught before it would have affected a patient. We ran a couple of test bags of fluid following the initial incident and it happened intermittently". No patient harm was reported.